Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to a proximal femur periprosthetic fracture. Patient's stem, head and liner were revised to a restoration modular stem construct with femoral head, mdm/ adm liner construct, and 3 sets of cables.